Event description:
It was reported that patients implantable pulse generator was no longer functional and was at end of life. The patient underwent an ipg replacement procedure. Additional information received that the patient was doing well post operatively. The explanted device will not be return as it was not released by the facility.

Event description:
It was reported that patients implantable pulse generator was no longer functional and was at end of life. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.